Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a dosing stops soon alert and a low insulin alert while changing ilet pump supplies, then received an unable to proceed alert during the press-and-hold step; after removing the supplies and using new ones, they recognized they had bent the needle on the connector that locks in the cartridge, replaced the adaptor, successfully completed the supply change, and restored flow, with a recorded blood glucose of 235 mg/dl and use of a teflon infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with a complete blockage associated with the connector/coupler component due to a bent adaptor needle during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.